Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. The non-calcified lesion was located in the left main (lm). The vessel was not tortuous and there was a 50% stenosis. The lesion was not predilated. While attempting to deliver the 4.50x12mm taxus express2 drug eluting stent, the physician experienced difficulty while pushing the stent. The physician withdrew the stent and observed proximal stent damage. The physician was able to successfully complete the procedure with a 4.0x8mm taxus express2 drug eluting stent. No pt complications were reported and the pt condition is listed as okay.